Event description:
The manufacturer received information alleging a patient had a respiratory distress while using a cough assist. The patient was placed on a ventilator and recovered. The device is not returning to the manufacturer for evaluation. There is no allegation of device malfunction. The caretaker reported the patient was initiated therapy at a high level causing the patient to have respiratory distress. The patient was placed on a ventilator at home.